Event description:
The manufacturer received information alleging of a thermal event to a continuous positive airway pressure (CPAP) device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-13257 under the recall number res 88058 in section h7 and h9. Please note, this report should not have been filed under the recall. The manufacturer previously received information alleging of a thermal event to a continuous positive airway pressure (CPAP) device. There was no report of patient harm or injury. The device was returned to the manufacturer for evaluation and the complaint of the device caught on fire was not confirmed. Operational testing showed that the unit powered up and provided air flow. No unusual noise or vibration was observed during operational testing. Additionally, thermal testing was performed on the base unit with a known-good humidifier attached. The product investigation laboratory supplied the power cord and power supply as the original items were not returned with the base unit. The device was run continuously for 2.5 hours, and the temperature was recorded every 15 minutes at four locations (device top surface, humidifier bottom, power supply surface, patient port). All recorded temperatures were well within acceptable limits per prd2300159v26 and er2226065v31. The test was performed with a known good humidifier and power supply/cord, and active lung simulation. The device settings for the test were as follows: (15mm tube, heated tube set to level 5, CPAP therapy, 20cmh20 pressure, humidification fixed level 5, ramp off). Close visual inspection of the pca did not reveal any obvious signs or evidence of a burnt component, including the p4 power jack, and no exposed wires were observed within the device. No signs of fire damage or burnt components were observed. The product investigation laboratory did not observe any signs that the device had been on fire. The product investigation laboratory used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was unable to confirm the presence of degraded sound abatement foam. In addition to the above, there were secondary findings of a dust-like and fibrous contamination and other unknown contamination were observed on and around the iso port. There was an unknown white/gray contamination at the air inlet of the blower box at the filter location· the product investigation lab observed a lint/dust like contamination and other unknown brown contamination on the top enclosure under the right-side accessory door, a white residue, consistent with mineral deposits or dried liquid spots, were observed on the top and bottom of the blower motor, and throughout the blower box, indicating potential water ingress. There was dust-like and hair-like fibrous contamination and other unknown contamination observed on the blower outlet seal. There was a fine white powder type of contamination on the top and bottom of the blower motor and on the inner rim of the motor air intake. The product investigation lab did not find any evidence to support the patient's complaint of the device catching fire. The product investigation lab did not observe any overheat/thermal issues with the device during the duration of the thermal test. The product investigation lab found evidence of potential water ingress into the blower box and confirmed the presence of multiple contaminants in/on the device, inconsistent with degraded sound abatement foam, that were most likely from an external source. The product investigation lab was unable to directly investigate the thermal issue reported with the patient interface(mask) as it was not returned with the base device. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.